Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty charge-coupled device. There was also a slice on the electrical system cable and the serial plate labeling was faded. All these findings required repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue with the hd camera head. The issue was found during reprocessing, and the procedure was completed with a similar device without delay. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is therefore possible that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to faulty ccd. Its condition could not be thoroughly checked. Thus, we could not identify the root cause. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.